Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with the reported event was not returned, however review of photos confirmed the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # : pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a reverse shoulder procedure on (B)(6) 2020. During the procedure, internal rod of the reaming guide holder broke during malleting of the reaming guide. As a result, the reaming guide could not be disengaged from the reaming guide holder. Another like device was used to complete the procedure. There was a surgical delay if 15 minutes. There were no adverse events or patient consequences reported.